Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms (alarm 9, 12, 16) occurred. Customer turned pump off and on. Alarms cleared. Customer's blood glucose was 130 mg/dl.